Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_lead lot# serial# unknown; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were looking to see who was the representative that does the programming for their hcp. Pt noted that they didn't know the name of hcp's office. Patient stated that they had a fractured lead and that they called the pain clinic office that explanted the ten year old device and that implanted the new one was on (B)(6) 2019. Pt said that they couldn't recall when the lead was fractured. Pt said that they were being treated as a new patient and they didn't want to wait months for an appointment. Pt said that the lead was poking the crap out of them and it was uncomfortable. Patient said that they've been a patient for years and had probably spent hundreds of thousands of dollars but now apparently no one cared or they had to wait. Patient services (pss) reviewed rep role with the pt and advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Pt said that they were a nurse and knew the system and understood policy, however they hoped there was a supervisor in the office near them. Pt said that they called hcp and another surgeon and now the manufacturer and they were frustrated as they had been a chronic pain patient for fifteen years and was constantly explaining their situation.